Event description:
A doctor was performing a colonoscopy procedure in 2001. He stated that while at the hepatic flexure, all of a sudden the scope lost its up/down angulation. After the treatment was withdrawn from the patient, the bending section of the colonoscope was in a "fixed" position. It was about to be returned for service when a ppic sales representative happened to be on site, saw the condition of the endoscope and reported the event. Fortunately, the doctor had been able to remove the scope from the patient without any injury.